Event description:
Additional information received reported that the cause of the event was possible damaged right vim lead. On (B)(6) 2012 the patient reported symptoms and then was instructed to use group a or b for a few days each then choose either and adjust voltage up or down if side effects increase. It was noted that hcp was unsure of patient outcome at present. The patient had a follow-up appointment on (B)(6) 2012 but hasn't reported any other complaints since (B)(6) 2012. There was no hospitalization due to the event. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that beginning two weeks ago the patient experienced a surging sensation on his tongue when he coughed. He also felt surging in his tongue and down his right arm when he lifted his left arm above his head and turned his head to the right. The sensation was not painful but felt like a "low level shocking." The patient had tried adjusting his stimulation but had reached his lower limit on the right side. It was noted that the stimulation on his left side was good. The patient was on group b and reached his lower limit at 3.00v for his right side. He changed to program a and was at 2.5v for his right side, which was his lowest limit. It was reported that when he changed to program a it was affecting his vision, but he didn not feel the surging sensation and it seemed better. The patient planned to keep his stimulation at that setting to see if it worked better. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that after lead replacement the patient's tremors reduced, but noticed tingling to tongue and left arm on group b and tingling to tongue and right arm on group a.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387s-40, lot# v799769, implanted: (B)(6) 2012, explanted: na. Lead: model 3389-40, lot# l74013, implanted: (B)(6) 2000, explanted: na. Extension: model 37085-95, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Extension: model 37085-95, serial# (B)(4), implanted: (B)(6) 2011. Programmer: model 37642, serial# (B)(4).